Event description:
Additional information was received from the patient clarifying the report of the ins not functioning to mean that some of the leads are not working. They reported that the cause of the issue was the patient was electrocuted. A chainsaw hit a power line on (B)(6) 2022. The device was removed on (B)(6) 2023. On (B)(6), 2023 the patient was implanted with another manufacturer¿s trial and they stated they¿d be implanted with the main system in a month or two.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead product ID 97791, product type accessory product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead product ID 97791, product type accessory h3. Analysis of the implantable neurostimulator (ins) (B)(6) found the ins was functioning within specifications but has reduced capacity due to 1 overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a physician mode recharge. The device experience 1 over discharge. Because the date was not reset after a por, it could not be determined when the over discharge occurred. After telemetry was restored and a full normal recharge, the ins passed functional testing. Analysis of the lead va1nt30011 found all conductors were broken 21.4 cm from the distal end. Analysis of lead va1hz77006 found the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. H6: previous codes for the (B)(6) implantable neurostimulator the conclusion code d16 no longer applies. D14 and d12 apply instead. The results code c21 no longer applies. C19 applies instead. The method code b21 no longer applies. B01 applies instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the scs was non functioning. No new information.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#/serial#: (B)(6), product type: lead. Product ID: 97791, lot#/serial#: unknown, product type: accessory. Product ID: 977a260, lot#/serial#: (B)(6), product type: lead. Product ID: 97791, lot#/serial#: unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.